Event description:
It was reported that after a pc shock, the device was re-interrogated and displayed messages, hv lead impedance too low and possible output circuit damage. It was noted that a possible insulation break in the lead may have caused damage to the ICD can. The physician decided to turn off all high voltage therapies, and the device will be left implanted using as a biventricular pacer. The lead will be monitored.